Event description:
Information was received that a smiths medical pneupac vr1 ventilator leaks. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one ventilator was received in fair condition for investigation. To test the device, a 60 psi connection was attached and the device was turned on. It was found that the device failed the lock off leak test. Based on the investigation, the complaint was confirmed. The problem source of the gas leak was noted to be due to normal wear and tear on the device.